Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable investigation results of guide catheter break. H10: a naviflex rx delivery system was received for analysis. Visual inspection found the tip of the guide catheter damaged (torn off/split). The push catheter was damaged in the guidewire port. No other problems with the delivery system were noted. Product analysis confirmed the reported event of device guidewire stuck as the guide catheter was torn off/split and the push catheter was damaged. However, the reported event of catheter-guide kinked was not confirmed as there were no kinks noted. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) resulted in the observed events of catheter-guide break and guidewire port damaged; these problems could have then contributed to the guidewire being stuck during the procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the common bile duct to treat cholangitis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, a double pigtail advanix stent was loaded on the delivery system and the guide catheter was shortened for stent length. The stent was then loaded over the guidewire and during passage through the working channel of the duodenoscope, it became hard to push the stent. The physician noticed that the tip of the guide catheter was kinked. The procedure was completed with another naviflex delivery system. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the tip of the guide catheter was torn off/split. Please see block h10 for full investigation details.